Event description:
It was reported that the arctic sun device would not fill. A check of the diagnostics showed that the circulation pump would not generate over -0.3 psi even at a circulation pump command (cpc) was of 100 percentage. Discussed that was indicative of a circulation pump failure. System hours were over 10k.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not fill. A check of the diagnostics showed that the circulation pump would not generate over -0.3 psi even at a circulation pump command (cpc) was of 100 percentage. Discussed that was indicative of a circulation pump failure. System hours were over 10k.